Event description:
A pt was burnt by an inadvertent activation of a monopolar accessory. Eyewitnesses claim no one was near the footswitch at the time. Director of engineering/safety officer has not observed a second malfunction. All readings were in the normal range following a complete inspection. The esu is back in use. The burn was on the abdomen and was very minor.